Event description:
During a remote follow-up, episodes of post paced t-wave oversensing (pptwos), inappropriate automatic mode switch (ams), and loss of capture (loc) was observed on the device. It is unknown if the patient is pacemaker dependent. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable with no consequences.

Event description:
Additional information was received that the patient is not pacemaker dependent.